Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue was observed on the rv lead. The patient was brought into the clinic and upon lead interrogation high impedance values were confirmed. A chest x-ray was performed. Lead tachycardia therapy was turned off. Patient was stable prior and post lead therapy being turned off.